Event description:
It was reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to turn on the screen. The customer's blood glucose level was indicated as "high," which exceeded 500 mg/dl (27.7 mmol/l). The customer performed a correction injection using multiple daily injections (mdi) and was not assisted by a third party. Technical support provided guidance on how to press the pump button correctly and assisted the customer in removing the pump from its case, which resolved the issue with the button's functionality.